Event description:
Pt reported that he has a high blood glucose level and that he is having difficulty administering a bolus. The pt also reported that there was moisture inside the battery compartment of the pump.